Event description:
Consumer reports getting very erratic readings when testing back to back. Analysis run on clark error grid using mean avg. Reading (183) as ref point vs. Bd reading (437, 224, 97, 85, 74) yielding some data points in the c range of the grid, outside acceptable limits.